Manufacturer narrative:
(B)(4). Additional information: the device was returned with tissue pad detached but with evidence that the tissue pad was present for some of the case. In addition, the blade of the device has gouges. The device was tested with a generator and all buttons were functional. During functional testing, no activations issues or alert screens were displayed . Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. Once the tissue pad is damaged there is metal to metal contact on the blade which can result in activation issues or the "relax pressure on blade" and then the "replace instrument" message on the generator.

Event description:
It was reported that during a hemicolectomy procedure, the teflon is get out and the scissors don¿t work properly. (Tissue pad fell into patient and was retrieved) it is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.